Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by product and lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
The customer is reporting discrepant negative d(rh1) antigen typing results for one patients¿ sample in manual techniques. The patient was known by the laboratory to be d(rh1) antigen (B)(6). The reporter said that, on (B)(6) 2014 the customer had tested a patients¿ sample for d(rh1) antigen typing using bioclone anti-d lot db301a1, in tube and slide methods and that they had obtained in all techniques, negative results for d(rh1) antigen typing. The reporter said that the negative reactions were also checked with a microscope. The reporter said that the same patient's sample was tested for d(rh1) antigen typing by the customer using a commercially available technique from tulips and for weak d testing and that they had obtained positive reactions (no further detail was provided by the reporter). The reporter said that the same patient sample was tested by other laboratories and was found d(rh1) (B)(6) (no further detail was provided by the reporter). The customer said that no biased result had been reported to a physician. The customer said the patient was not harmed.